Manufacturer narrative:
Event date: the exact date of the adverse event is unknown; however, the timeframe listed in the article is listed as after july 2015. The subject device is not available.

Event description:
The article reported that 15 patients underwent a thrombectomy procedure with the subject retriever. An unspecified time after the procedure, 2 patients experienced subarachnoid hemorrhage. No additional information is available.

Manufacturer narrative:
The device history record review was unable to be performed as the lot number of the device was not reported. The subject device is not available; therefore analysis cannot be performed. From the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. There is also no indication that the subject device malfunctioned. However, hemorrhage is a known risk associated with such procedures and noted as such in the directions for use (dfu). Therefore, a root cause of anticipated procedural complication has been assigned to the event.

Event description:
The article reported that 15 patients underwent a thrombectomy procedure with the subject retriever. An unspecified time after the procedure, 2 patients experienced subarachnoid hemorrhage. No additional information is available.